Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and receiver that occurred on (B)(6) 2016. Dexcom representative advised patient to stop the sensor session and set up the transmitter ID to zeros. The patient was then advised to perform a paper clip reset on the receiver and enter the transmitter ID from the smart device. Patient waited until the bluetooth icon stopped blinking and then start the sensor session, however, the issue was not resolved. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4) describe event or problem - additional, device available for evaluation - additional, initial reporter information - correction, correction/additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. A review of the downloaded receiver log did not confirm the reported event of loss of connection. A root cause could not be determined.